Manufacturer narrative:
There have been no trends identified related to this type of event. Eval of the returned device found metal burrs located on the cross slot of the screw head. This condition would prevent insertion of the screwdriver in the screw head. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.

Event description:
It was reported that during acl procedure in 2006, screwdriver would not fit into the screw head.